Event description:
It is reported that the device was implanted in 2008. The device was revised twenty-three days later, due to the glenosphere dislocating.

Manufacturer narrative:
Eval summary: the glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion, insufficient bone clearance around the base plate, interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 (36mm) is needed to remove bone around the base plate to avoid impingement with the glenosphere. Per the info provided, the surgeon suspected that the glenosphere may have not been properly assembled to the base plate component at the time of the initial surgery. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.